Event description:
A CUSTOMER CONTACTED STRYKER TO REPORT THAT THEIR ELECTRODES DID NOT ADHERE PROPERLY TO THE PATIENT AND THAT THE ADHESIVE WAS WEAK. AS A RESULT, DEFIBRILLATION THERAPY WOULD NOT BE AVAILABLE, IF NEEDED. THE PATIENT ASSOCIATED WITH THE REPORTED EVENT DID NOT SURVIVE.

Manufacturer narrative:
STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER PROVIDED STRYKER WITH THE AVAILABLE PATIENT INFORMATION. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK. STRYKER CONTINUES TO INVESTIGATE THE REPORTED FAILURE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56.

Event description:
A customer contacted Stryker to report that their electrodes did not adhere properly to the patient and that the adhesive was weak. As a result, defibrillation therapy would not be available, if needed.The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device use contribution to the patient outcome was unknown because it is unknown if the patient ever required defibrillation during the event or what the patient¿s comorbidities were.The reported issue of Defibrillation electrodes do not stick to patient was unable to be verified and was unable to be duplicated as the device was not returned. Root cause could not be determined. The customer received replacement electrode pads.